Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is currently undergoing investigation; the results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jul 28, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral nailing procedure on (B)(6) 2016, the driving cap tip broken in half. A piece of the tip is stuck in the radiolucent insertion handle. The fragment was removed from the handle and the procedure was able to be completed successfully with the same insertion handle. There was no surgical delay and the patient outcome was satisfactory. Concomitant devices reported: radiolucent insertion handle for expert nails/100mm (part #03.010.486, lot #8711596, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation was completed for part # 03.010.523, lot # 8953357. One driving cap was returned for investigation. A visual inspection, device history records review and drawing review were performed as part of this investigation. The driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The distal threaded tip of the driving cap is broken off and was returned stuck in the returned concomitant device (part # 03.010.486, lot # 8711596). Although the exact cause for the complaint condition could not be determined, the damage appears to be the result of hammering on the device before it was fully seated against the insertion handle. The instruments are used during femoral and tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned devices are multi use and are used for implanted nails. Drawings (manufactured/current) for the device were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No product design issues or discrepancies were observed. This complaint condition is confirmed. No new, unique, or different patient harms were identified as a result of this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.